Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported after the patient underwent an open-heart surgery on (B)(6) 2019, the right atrial lead exhibited high capture threshold and low p-wave sensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.